Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: pm3210 competitor bi-ventricular implantable pulse generator 2013 (B)(6); 5076 implantable pacing lead 2001 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular lead had no capture and high impedance. During the revision procedure, the lead was found to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.